Event description:
It was reported when using the bd pyxis medstation system, it was in a critical override state and in disconnected mode. The customer attempted to reboot the station, but it prompted for credentials. However, the pharmacy dispensed the medication directly, resulting in a delay of 5 to 10 minutes in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrected and/or additional information is included in the following sections: a1, b5, b11,b14, d1, d5, d3, h10. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was in a critical override state and in disconnected mode. A technical support specialist found that the problem was due to a timeout problem. Added server internet protocol and name to the host file to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in a critical override state and had disconnected mode because it stopped communicating due to a timeout problem. A technical support specialist added server internet protocol and name to the host file to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, it was in a critical override state and in disconnected mode. The customer attempted to reboot the station, but it prompted for credentials. However, the pharmacy dispensed the medication directly, resulting in a delay of 5 to 10 minutes in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.